Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the left ventricular (lv) lead showed a drop in impedance measurements, and loss of capture at maximum outputs. In addition, the lv lead later exhibited a high impedance reading. The patient was sent back for a lead revision procedure, and it was determined that the lead had dislodged. The lv lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.